Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for s/n: (B)(6) was performed from its manufacture date of 17jan2020 to 23dec2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen had crack. A field service engineer swapped the screen to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es pyxis screen was cracked on the black part of screen. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.